Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; deflation.

Event description:
Patient reported and healthcare professional confirmed right side implant exchange from textured to smooth due to the patients concern with the product, "calcified" implants, and that the physician, "scraped something out, could have been cancerous". Later reported was deflation and capsular contracture, baker grade unknown. The device has been explanted and replaced.